Event description:
It was reported that balloon detachment occurred. The 70% to 90% stenosed, concentric, de novo, target lesion with a bend of 45 degrees was located in the moderately calcified renal artery. After a non-bsc 6fr non-bsc guide catheter and an a non-bsc guidewire crossed the lesion, predilation was performed with this 5.50mm x 15mm emerge balloon catheter. The balloon was inflated at 8 atmospheres, however, when tried to pull back the balloon after deflation, it detached completely from the shaft. Another balloon catheter was used to catch the detached balloon. The detached device was completely removed and the procedure was completed using with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Lot number updated from unknown to 0022923293. Expiration date updated from unknown to 11/11/2020. Unique identifier (UDI) # updated from unknown to (B)(4). Device manufacture date updated unknown to 11/12/2018. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and core wire. The inflation lumen is separated 35.2cm from the tip and the distal side appears to be slightly stretched. Microscopic examination revealed that the tip is damaged. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. The 70% to 90% stenosed, concentric, de novo, target lesion with a bend of <=45 "degress" was located in the moderately calcified renal artery. After a non-bsc 6fr non-bsc guide catheter and an a non-bsc guidewire crossed the lesion, predilation was performed with this 5.50mm x 15mm emerge balloon catheter. The balloon was inflated at 8 atmospheres, however, when tried to pull back the balloon after deflation, it detached completely from the shaft. Another balloon catheter was used to catch the detached balloon. The detached device was "completey" removed and the procedure was completed using with a different device. There were no patient complications reported and the patient's status was stable.